Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 197 mg/dl and the sensor glucose was 41 mg/dl at the time of the incident. Customer also had a blood glucose of 328 mg/dl which was treated with bolus. Customer declined troubleshooting. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor and performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings.